Event description:
It was reported that at the receiving in the warehouse, screw of cardiosave intra-aortic balloon pump (iabp) on positive pressure regulator was broken & it went to a calibration error. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The event occurred at warehouse and unit was not used clinically, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.